Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, the probable cause of the no image output malfunction was lost because water entered through the hole in the cable, the electronic circuit was destroyed, and communication failure between the video processor and the camera head occurred. It is presumed that the perforation of the cable was caused by reprocessing or storing this product together with tweezers, forceps, scalpel, etc. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates, do not reprocess or store this product with tweezers, forceps, scalfts, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center and the evaluation confirmed the paddle/connector had a small burr, however, the device was found to produce no image due to a faulty ccd (charged coupled device) unit. Additionally, the grey colored cable unit has a small cut. The device is pending repair. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed, during reprocessing the high definition autoclavable camera head was reported to have a burr on the paddle. No patient involvement was reported.